Event description:
I was on the heparin lock syringe from (B)(6) 2013. When I was sent home from hospital after knee info from surgery. On (B)(6) 2013, my (B)(6) delivery driver came and had to replace my heparin because of a recall. On (B)(6) I came down with severe stomach pain and diarrhea. I have been under my primary drs care since (B)(6). I was told I have an infection. I am now on antibiotics again. Dose or amount: 3 ml, frequency: twice daily, route: into a vein. Dates of use: (B)(6) 2013. Reason for use: PICC line.